Event description:
The scissor tip fell off into the pt, the product was retreived and there was no injury to the pt. Facility states that the insulation seems to be in the way of connecting the scissor correctly to the handle. Facility asks that all correspondence reference their complaint number.